Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has routine battery maintenance. There is no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 type of investigation, investigation conclusions, h11 corrected fields: b5, d5, e1 intiial reporter, event site mail, e2, e3, e4, g2, h6 clinical code, investigation findings. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse took battery back to office for routine battery maintenance. The battery is working ok. No part is replaced. All functional and safety checks performed to meet factory specifications.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) required battery maintenance. There was no patient involvement.